Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support due to needing a bridge to ventricular assist device or transplant. While on support, the patient sat in a chair and there was an, "impella in aorta alarm". Additionally, there was high purge pressure and there was pump stop. The impella was removed and replaced.

Manufacturer narrative:
The investigation into the pump stop, the positioning issues, and the high purge pressure has been completed since the initial report was submitted. The product was not returned for investigation. According to the data log analysis, the purge pressure could be seen increasing in a stepwise fashion leading to the pump stop. The most likely cause of the pump stop was a kinked purge line. The most likely cause of the positioning issue was patient movement.